Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the pt's scs lead migrated, which was confirmed by x-rays. The physician replaced the 3186 model lead with a 3228 model lead. Follow-up information identified effective stimulation therapy was regained.